Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated buttons were still responsive but was worn. Customer stated screen was scratched, there was occasional error code, rewind and priming was louder and vibrate mode was very loud. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.